Manufacturer narrative:
The reported complaint of user advisory - ua27 (encoder fault) error message on the autopulse platform (sn (B)(4)) was not confirmed during functional test and data archive review. However, ua17 (motor on for too long during active operation) was observed in the platform's archive. No physical damage observed on the ap platform during visual inspection. The autopulse platform is a reusable device and was manufactured in march 2008. The device has been operating for over 10 years and has exceeded its expected serviceable life of 5 years. During archive data review, ua27 was not identified, thus not confirming the reported complaint. However, ua17 was identified on the date the issue occurred. The brake gap was found too wide (out-of-specification). Both the set screws holding the brake hub to the shaft were loose as a result of wear and tear. Per standard service process, the defective dive train motor was replaced to remedy the issue. The autopulse platform passed the initial functional testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed a user advisory - ua27 (encoder fault) error message during power on. No patient involvement.